Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h2, h6.

Event description:
New information received notes on 5 dec 2022 the lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: for missing related manufacturer number.

Event description:
Related manufacturer reference number: 2017865-2022-48758.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance due to insulation damage on the right ventricular (rv) lead. No changes or intervention were reported. The patient was in stable condition.